Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service representative was on site to repair the unit. During testing, found that expired tidal volumes are indeed low. Performed expiratory flow sensor calibration, vte and vti are now corrected. Customer provided settings that was set when they reported the problem. Tested at these settings before calibrations, vte was low. After calibration all values are correct accordingly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea has fluctuating volumes. At this time there was no information of patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service representative was on site to repair the unit. During testing, found that expired tidal volumes are indeed low. Performed expiratory flow sensor calibration, vte and vti are now corrected. Customer provided settings that was set when they reported the problem. Tested at these settings before calibrations, vte was low. After calibration all values are correct accordingly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea has fluctuating volumes. At this time there was no information of patient involvement reported from this event.